Event description:
It was reported the surgical cable failed for ventricle while atrial worked fine. Cable status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. (B)(4).